Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/23/2017 that on 08/23/2017, patient experienced a failed transmitter error. No additional patient or event information is available. No data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.